Manufacturer narrative:
Missing component (anvil shroud). Eval summary: the analysis results found that the device arrived with the anvil shroud missing. The device was received with staples present and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality with a test washer and it fired all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as how the anvil shroud broke it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to the unk procedure, it was noticed that the non-detachable anvil was cracked, broken in two pieces. There was no damage to the box or the primary packages. The device was not used.